Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition; however, had scratches on the screen. Event log review was performed and found reported problem error code 1871 on (B)(6) 2018 8:49:00 pm and battery depletion error code on (B)(6) 2018 2:54:00 pm. The customer's reported problem regarding "error code 1871 was confirmed. The motor was activated, and the device went into error 1870 which depleted the battery. Service replaced the motor and circuit board to correct the reported problem. Device passed all functional and delivery testing. The root cause was attributed to the faulty motor and circuit board.

Event description:
Information was received that this smiths medical cadd legacy pump displayed error code lec 1871. No adverse effects were reported.